Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation noted that because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. The returned device revealed no needle strike mark at the posterior foot to suggest possible needle deflection that could result in the posterior needle striking the foot instead of engaging with the cuff during needle deployment. Also, there were no abnormal observations that could contribute to the reported cuff miss. During testing, a proxy plunger was inserted and the needle trajectory and push mandrel travel results were acceptable. Based on this investigation, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.